Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient had experienced grade two diffuse lamellar keratitis of grade two in the unknown eye after lasik surgery. Patient treated with a topical steroid one gtt q one h, and it was resolved in a week. There are two related reports for this event. This report addresses the patient (B)(6), unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows that the user performed two energy checks and performed eight treatments on that day. The energy was stable during this period. The reported treatment could be identified. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior the day of treatment.most recent preventive maintenance from field service engineer. No technical root cause was identified for the development of diffuse lamellar keratitis, as the product was found to be within specifications. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).